Event description:
Spinal electrode for fetal scalp monitoring had attaching wire break off at attachment site, leaving wire in scalp. Infection occurred at site which required further treatment on an outpt basis. A similar incident has occurred previously. Approx 2400 of this product is being used per yr.